Manufacturer narrative:
The catheter was returned to the manufacturer for evaluation. Visual inspection found that the tip of the catheter was burnt.

Event description:
A site representative reported that, while in a neuro soft tissue ablation, the catheter tip was found to be damaged due to excessive heat. A medtronic representative reported that the surgeon used the catheter for four trajectories in the ablation and that the laser wattage and ablation duration exceeded the intended use. There was no reported delay to the procedure due to this issue. There was no known impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: a medtronic representative reported that there was no impact on patient outcome. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Device code was corrected. If information is provided in the future, a supplemental report will be issued.

Event description:
Melted catheter tip.